Manufacturer narrative:
(B)(4). Additional information was received. This complaint no longer meets the requirements for reportability. Please disregard the previous report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator failed the circuit check. There was no reported patient involvement.